Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 420 mg/dl and 175 mg/dl. Customer treated himself based upon the reading of 175 mg/dl with 10 units of novolog insulin. No adverse event reported. Requested return of suspect device; however, customer has discarded strips. Replacement was sent.